Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Report source: medwatch 5083802. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided.

Event description:
It was reported that bd¿ insyte autoguard had leakage at the IV tubing connection. Customer¿s verbatim: ¿ IV catheter leaking at IV tubing connection. IV catheter was attached to IV tubing. IV tubing needed extra tightening to prevent a leak at the IV catheter female hub. No harm came to patient and the IV did not have to be replaced. This was reported at the time of the event to have occurred on prior occasions. ¿